Event description:
It was reported that the user experienced a touchscreen issue that prevented pressing ¿yes¿ during the fill tubing process, leading a trainer to advise a factory reset, after which the user expressed concern that the device was delivering too much insulin at low glucose levels. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included review of device function and dosing logic with the user, reference to device reports to illustrate automated delivery behavior and shutoff at low glucose, and user education on learning phase best practices and operational steps to resolve the fill tubing interaction. Investigation of this case revealed a touchscreen responsiveness problem during a setup step and user misunderstanding of automated insulin delivery behavior; a definitive device malfunction beyond touchscreen responsiveness was not established. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.